Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The attached history files were analyzed. No technical malfunction occurred during vtbi therapy on the (B)(6) 2023. On the (B)(6) 2023 at 01:49am the vtbi limit of 500ml was reached. At 01:50am a new vtbi value of 250ml was set by user. The therapy was started again. At 05:49am a new vtbi value of 500ml was set again by user. The complaint is not confirmed. On the (B)(6) at 01:49am the vtbi therapy of 500ml was finished and a new vtbi therapy was set again. At 5 o'clock the user a saw the second therapy of 250ml and not the therapy which user a starts. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion." According to the customer: "user a started 500ml lactate ringer solution at 2nd july , 4pm at rate of 63ml/hr , indicated to end in approximately 8 hours time. User a then handed over to the next shift. User a came back next day 5am (3rd july) to see that the same infusion is still running past the 8 hour mark (approximately more than 12 hour has elapsed). Patient is okay, no medical intervention required."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.